Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported that the unit would not power on. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed that the device wouldn't power on. During external inspection, the fse found the ac power cord twisted and no voltage reading on the output end. The fse replaced the ac power cord and was able to power the device on. The device passed the performance assurance test successfully. A returned power cord was received for analysis. Visual inspection of the returned component found that the cord had a braided appearance. An investigation was performed and the product analysis technician reported that the alternate current (ac) power cord failed the 4-wire resistance test and electrical safety test. The root cause was due to wear and tear.